Event description:
The event is reported as: the customer alleges that the blades are not attaching properly, and with an up and down movement, the blades are popping off. No report of a pt injury.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.